Manufacturer narrative:
The evaluation revealed that the angle locks due to the break of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device would not angle. Upon inspection and testing of the customer returned device by olympus, it was observed that the angle was locked due to a break of the angle wire. No patient involvement or injury was reported.

Manufacturer narrative:
Correction to date received by manufacturer of the initial medwatch. The aware date should be 02-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a strong twisting operation by the user to the left and right with the bending section fixed angulation and an irregular load being applied to the wire running inside, and it was cut and caught inside of the bending section. Handling of the bending section by the user should be reviewed. Olympus will continue to monitor field performance for this device.